Manufacturer narrative:
Result: at 37 pin communication cord, side rail.

Event description:
It was reported by service report that the 37 pin connector and the siderail was damaged. No adverse consequences have been reported.